Manufacturer narrative:
Review of event description: it was reported that the patient was revised due to periprostesic osteolysis from metallosis. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records for part # 91363848, lot # b649724 identified no deviations or anomalies during manufacturing. Review of the device history records for part # 193807, lot # 2064974 identified the following deviations and/or anomalies: ncr 200016245. - ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was revised due to periprostesic osteolysis from metallosis. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Artek cup me 38/48; catalog #: 91.36.38-48; lot#: b649724 therapy date:(B)(6) 2021. The manufacturer did not receive x-rays and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and underwent revision surgery due to periprosthetic osteolysis from metallosis.